Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was programmed to high field settings. Further analysis performed did not find any anomaly, with battery voltage above elective replacement indicator (eri) level. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The battery had not yet reached elective replacement indicator (eri) level at explant. The patient was in stable condition.